Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the bottom row of buttons stopped responding on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. The insulin pump was received with cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.